Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597. The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal markerband and extending approximately 43mm distally across the balloon material. The rated burst pressure for this device as per specification is 20 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous shunt. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon ruptured before it reached nominal burst pressure (nbp). The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was totally stenosed, mildly tortuous and moderately calcified.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous shunt. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon ruptured before it reached nominal burst pressure (nbp). The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous shunt. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon ruptured before it reached nominal burst pressure (nbp). The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was totally stenosed, mildly tortuous and moderately calcified. The device is expected for analysis but has not been received.